Event description:
It was reported that post implant, the right ventricular exhibited less than 200 ohms impedance and no sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.